Event description:
It was reported that patient had a contained rupture. The device was placed knowing it would cover the left internal iliac. In placing the contra limb, the patient's right internal was inadvertantly covered too. The clinician cut down on the left abdomen and discovered pulsative flow in the left internal with no apparent change in the bowel. The patient was closed and monitored. The clinician is not making an allegation about product deficiency.